Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer reported broken belt clip rails. Pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: broken belt clip rails, broken reservoir tube lip, partially missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. The initial attempt to download/upload using crest/thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. 63 consecutive occurrences of the error code = (B)(4) appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j6, da2, back of the lcd screen, j1; pcba2--j1, lcd flex cable terminal. The force sensor zero offset measured within spec = 24.4 mv. In summary, the customer¿s report of broken belt clip rails was confirmed during visual inspection. The critical pump error (open book image) alarm, the inability to completely upload all files, and the 63 consecutive occurrences of the error code = (B)(4) are due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump clip rail was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.